Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the lettering on the display screen was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/31/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2013 with the following findings: the pump booted to the verify screen with dim pink contrast. Unrelated to the complaint, evaluation revealed that the keypad was fully intact but the keypad symbols were worn. All of the keypad buttons were intermittently unresponsive. Evaluation revealed that there was contamination found under all key contacts and the ok button was found to be inverted.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.